Event description:
The hercules 2 estech retractor (22-cup) was being utilized during a mitral valve repair. During use the retractor wire broke spilling several of the retractor cups onto the sterile field. A single retractor cup was retained in the patient's chest cavity post surgery. This product had undergone at least one repair prior to this event. The hercules 2 device has two product numbers listed on the device. Records are unavailable to determine purchase date of product. Atricure purchased estech approximately 2 years ago and has since discontinued manufacture of the hercules 2 estech retractor. Hercules 3 estech retractor is the most similar and newest model produced.